Event description:
It was reported that the pt's audiologist called med-el for assistance. Since re-implantation, the pt has reportedly done well and has improved his speech and language skills. Today, testing was carried out and the following results were obtained: ground path impedance = .87, "hi" for e1-5 and e8; e12 is also hi but has been turned off since (B)(6)2009 due to rising impedance values. The child's parents have not noticed any deterioration in performance but reported that he had strep throat 2 weeks ago. His mother denies any knowledge of an injury or bump on the head. No other auditory or non-auditory symptoms were reported. The pt still seems to be hearing well but is not a good reporter.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.